Manufacturer narrative:
Reference record (B)(4).

Event description:
Additional information received from literature article. An abdominal CT scan taken before the surgery showed silent gallstones suggesting that acute cholecystitis after surgery might occur due to pre-existing gallstones. The exact mechanism by which the procedure induced acute cholecystitis is unknown, but an extended procedure may be one of the causes. Since this was the first case in their institution that they introduced the therapy, the operators were careful and somewhat technically immature. It also took more time spent exploring the region and placement of the tube. The prolonged procedure potentially causes local trauma and inflammatory response which finally lead to acute cholecystitis.

Manufacturer narrative:
(B)(4) catalog number 062943-002 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, the patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2017, the patient had fever and right upper quadrant abdominal pain. On (B)(6) 2017, the patient was diagnosed to have cholecystitis and unspecified antibiotics were administrated. The patient's symptoms improved. On (B)(6) 2017, the surgical removal of the gallbladder was performed. The doctor judged that this case is related to the j tube.